Manufacturer narrative:
B3 b3

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, a temperature alarm occurred. No additional information was provided.